Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 41mm diameter thoracic aortic aneurysm. It was reported that during the index procedure a 40x36x150 stent graft was inserted via the right femoral artery and the stent graft reached the target site. It was reported that the stent graft was slightly stuck near the external iliac artery and the stent graft was deployed just below the left common carotid artery. Due to a residual type ia endoleak, a 40x40x100 stent graft was inserted via the right femoral artery and deployed successfully. Angiogram was again performed and it was revealed that the type ia endoleak was resolved and coils were placed in the left subclavian artery. After the above procedure, a dissection extending from the right external iliac artery to the common iliac artery was observed on angiography. To treat this, an 8mm x 80mm non-medtronic device was implanted first, followed by a 10mm x 60mm non-medtronic device. The procedure was completed and the issue was resolved. Per the physician, the cause of the event was due to patient vessel morphology. No additional clinical sequelae were reported and the patient is fine.